Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimum diameter of the access vessel was 3.6mmx5.3mm. The patient went into cardiac arrest after the pre- implant balloon aortic valvuloplasty (bav). Per the physician, due to thrombocytopenia, a puncture cut-down access was avoided resulting in inadequate hemostasis and bleeding to the retroperitoneal side. Acidosis progressed due to necrosis of the intestinal tract due to the placement of a stent near the femoral head mid during the treatment of the lower limb at multiple centers and the presence of a thick sheath in the long-term access blood vessels, resulting in death due to cardiac arrest coupled with hemorrhagic shock.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012199763); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with mild anemia, thrombocytopenia, a history of previous endovascular aneurysm repair, and calcification at the common iliac artery (cia), access was obtained via the right lower limb. It was noted that the diameter of the access site blood vessels were narrow, and an endoskeleton stent graft was previously placed in the abdomen further complicating access. Despite this, an 18 fr introducer sheath was inserted into the patient in an attempt to address the areas of calcification at the cia and stenosis at the graft bifurcation. A pre-implant balloon aortic valvuloplasty (bav) was performed, during which complete heart block (chb) was noted. The patient entered cardiac arrest following the bav; however, the cardiac beat resumed with temporary pacing. Although the annulus perimeter was sized for a 26 mm valve, the decision was made to use a 23 mm valve. This decision was made as the left internal thoracic artery-left anterior descending coronary artery was nearly occluded. Additionally, there was a three-vessel bypass with the safena-right coronary artery and left circumflex artery. Per the physician, this was done to limit the risk of occlusion. Subsequently, the valve was implanted in the patient. Following valve implant the mean pressure gradient was 5 mm hg. Moderate paravalvular leak (pvl) was observed and compared to the trivia l pre-operative pvl. A post-implant balloon aortic valvuloplasty was performed. Due to calcification at the sinotubular junction (stj), there was consideration for increasing the balloon size for the post-implant bav. The physician elected not to increase the balloon beyond the size of the stj short axis given the patient's thrombocytopenia, thin blood vessels in the leg, the risk of rupture, and lengthy blood flow occlusion time. Digital subtraction angiography (dsa) revealed a proximal common iliac artery dissection which was treated using a 7 mm endovascular therapy bare metal stent. The puncture site was checked with both dsa and a echocardiogram, but no bleeding was observed. The incision was closed and compression hemostasis was performed. The patient was discharged to the intensive care unit (ICU) with the temporary pacemaker still in place due to the chb. The anesthesiologist noted that the patients hemoglobin value had dropped and that anemia was mildly progressing. After waking from anesthesia, the patient began to complain of left sided pain. The hemoglobin level suddenly decreased from 8.9 at the time of ICU admission to 6.6, and an emergency computed tomography scan revealed bleeding at the puncture site which had spread to the retroperitoneum. Cardiac arrest occurred and vascular repair surgery was performed while also performing cardiac massage. Hemostasis was achieved, however, the hemoglobin did not increase and lactate rose to 11. Acidosis progressed rapidly, leading to organ damage and cardiac function impairment. The patient passed away at 8:27 am the morning after the procedure.

Manufacturer narrative:
Updated: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with mild anemia, thrombocytopenia, a history of previous endovascular aneurysm repair, and calcification at the common iliac artery (cia), access was obtained via the right lower limb. It was noted that the diameter of the access site blood vessels were narrow, and an endoskeleton stent graft was previously placed in the abdomen further complicating access. Despite this, an 18 fr introducer sheath was inserted into the patient in an attempt to address the areas of calcification at the cia and stenosis at the graft bifurcation. A pre-implant balloon aortic valvuloplasty (bav) was performed, during which complete heart block (chb) was noted. The patient entered cardiac arrest following the bav; however, the cardiac beat resumed with temporary pacing. Although the annulus perimeter was sized for a 26 mm valve, the decision was made to use a 23 mm valve. This decision was made as the left internal thoracic artery-left anterior descending coronary artery was nearly occluded. Additionally, there was a three-vessel bypass with the safena-right coronary artery and left circumflex artery. Per the physician, this was done to limit the risk of occlusion. Subsequently, the valve was implanted in the patient. Following valve implant the mean pressure gradient was 5 mm hg. Moderate paravalvular leak (pvl) was observed and compared to the trivia l pre-operative pvl. A post-implant balloon aortic valvuloplasty was performed. Due to calcification at the sinotubular junction (stj), there was consideration for increasing the balloon size for the post-implant bav. The physician elected not to increase the balloon beyond the size of the stj short axis given the patient's thrombocytopenia, thin blood vessels in the leg, the risk of rupture, and lengthy blood flow occlusion time. Digital subtraction angiography (dsa) revealed a proximal common iliac artery dissection which was treated using a 7 mm endovascular therapy bare metal stent. The puncture site was checked with both dsa and a echocardiogram, but no bleeding was observed. The incision was closed and compression hemostasis was performed. The patient was discharged to the intensive care unit (ICU) with the temporary pacemaker still in place due to the chb. The anesthesiologist noted that the patients hemoglobin value had dropped and that anemia was mildly progressing. After waking from anesthesia, the patient began to complain of left sided pain. The hemoglobin level suddenly decreased from 8.9 at the time of ICU admission to 6.6, and an emergency computed tomography (CT) scan revealed bleeding at the puncture site which had spread to the retroperitoneum. Cardiac arrest occurred and vascular repair surgery was performed while also performing cardiac massage. Hemostasis was achieved, however, the hemoglobin did not increase and lactate rose to 11. Acidosis progressed rapidly, leading to organ damage and cardiac function impairment. The patient passed away at 8:27 am the morning after the procedure. Additional information was received that the minimum diameter of the access vessel was 3.6mmx5.3mm. The patient went into cardiac arrest after the pre- implant balloon aortic valvuloplasty (bav). Per the physician, due to thrombocytopenia, a puncture cut-down access was avoided resulting in inadequate hemostasis and bleeding to the retroperitoneal side. Acidosis progressed due to necrosis of the intestinal tract due to the placement of a stent near the femoral head mid during the treatment of the lower limb at multiple centers and the presence of a thick sheath in the long-term access blood vessels, resulting in death due to cardiac arrest coupled with hemorrhagic shock. Additional information was received that abdominal pain was reported after return to the ICU. The bleeding was hemorrhaging that met bleeding academic research consortium (barc) criteria 3 or greater. While transfusion was performed, right retroperitoneal hemorrhage was confirmed with CT. As the heart team was preparing for emergency hemostasis, ventricular fibrillation occurred, and entry into the operating room was made while performing cardiopulmonary resuscitation (CPR). Percutaneous cardiopulmonary support (pcps) was applied, and right femoral artery reconstruction was performed. The cause of death was reported to be bleeding which the physician attributed to the procedure but not the device. Pathological autopsy was performed. It was reported that the transcatheter valve had been deployed in a favorable position. Bilateral retroperitoneal hemorrhage was present, with a particularly marked right retroperitoneal hematoma and rectal necrosis was observed.

Manufacturer narrative:
Corrected data: information was inadvertently omitted from the initial medwatch report. 2. Outcomes attributed to adverse event updated additional codes. Annex f codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with mild anemia, thrombocytopenia, a history of previous endovascular aneurysm repair, and calcification at the common iliac artery (cia), access was obtained via the right lower limb. It was noted that the diameter of the access site blood vessels were narrow, and an endoskeleton stent graft was previously placed in the abdomen further complicating access. Despite this, an 18 fr introducer sheath was inserted into the patient in an attempt to address the areas of calcification at the cia and stenosis at the graft bifurcation. A pre-implant balloon aortic valvuloplasty (bav) was performed, during which complete heart block (chb) was noted. The patient entered cardiac arrest following the bav; however, the cardiac beat resumed with temporary pacing. Although the annulus perimeter was sized for a 26 mm valve, the decision was made to use a 23 mm valve. This decision was made as the left internal thoracic artery-left anterior descending coronary artery was nearly occluded. Additionally, there was a three-vessel bypass with the safena-right coronary artery and left circumflex artery. Per the physician, this was done to limit the risk of occlusion. Subsequently, the valve was implanted in the patient. Following valve implant the mean pressure gradient was 5 mm hg. Moderate paravalvular leak (pvl) was observed and compared to the trivia l pre-operative pvl. A post-implant balloon aortic valvuloplasty was performed. Due to calcification at the sinotubular junction (stj), there was consideration for increasing the balloon size for the post-implant bav. The physician elected not to increase the balloon beyond the size of the stj short axis given the patient's thrombocytopenia, thin blood vessels in the leg, the risk of rupture, and lengthy blood flow occlusion time. Digital subtraction angiography (dsa) revealed a proximal common iliac artery dissection which was treated using a 7 mm endovascular therapy bare metal stent. The puncture site was checked with both dsa and a echocardiogram, but no bleeding was observed. The incision was closed and compression hemostasis was performed. The patient was discharged to the intensive care unit (ICU) with the temporary pacemaker still in place due to the chb. The anesthesiologist noted that the patients hemoglobin value had dropped and that anemia was mildly progressing. After waking from anesthesia, the patient began to complain of left sided pain. The hemoglobin level suddenly decreased from 8.9 at the time of ICU admission to 6.6, and an emergency computed tomography scan revealed bleeding at the puncture site which had spread to the retroperitoneum. Cardiac arrest occurred and vascular repair surgery was performed while also performing cardiac massage. Hemostasis was achieved, however, the hemoglobin did not increase and lactate rose to 11. Acidosis progressed rapidly, leading to organ damage and cardiac function impairment. The patient passed away at 8:27 am the morning after the procedure.